Event description:
It was reported that during a carotid stenting procedure, the stent partially deployed. The stenting procedure treated the 80% stenosed and severely calcified carotid artery. The 10x31mm carotid wallstent was advanced to the lesion with no problems but could only be partially deployed. The outer catheter was withdrawn maximally and the limit marker was passed but the stent could only be 2/3 released. The stent was put on the catheter and could be withdrawn easily. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a carotid stenting procedure, the stent partially deployed. The stenting procedure treated the 80% stenosed and severely calcified carotid artery. The 10x31mm carotid wallstent was advanced to the lesion with no problems but could only be partially deployed. The outer catheter was withdrawn maximally and the limit marker was passed but the stent could only be 2/3 released. The stent was put on the catheter and could be withdrawn easily. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent was returned partially deployed (approximately 2mm ) and the distal stent wires were damaged, they appeared to be protruding outwardly from the shaft. A significant quantity of dried blood was visible along the shaft. The t- connector had been retracted proximal to the deployment limit marker on the stainless steel shaft. The outer sheath was broken at approximately 171mm proximal to its distal end. A resistance was met during retraction of the t- connector due to the presence of solidified blood along the shaft. The distal end of the outer sheath was retracted by hand and the stent was deployed with no further issues noted. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).